Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, the device's volume output was incorrect. The device's oxygen blending module assembly was replaced to address the issue.